Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple adapters and power sources. The customer's blood glucose level was reported to be approximately 180 (mg/dl). A bolus was delivered via the pump. It was indicated that the customer would continue to use the pump until the replacement pump was received.